Event description:
Additional information received reported the patient was doing well and receiving effective therapy following the device replacement.

Event description:
It was reported that the pump was implanted "two years ago", and the patient received effective therapy for approximately one year. It was noted that since one year, the patient had ¿no effect anymore.¿ during each refill, approximately 19 ml could be aspirated instead of the calculated volume of approximately 6 ml. The cause of the volume discrepancy was not specified; and it was noted the pump had "almost no flow". The patient experienced increased spasticity in association with the event. A few months prior to the date of the report, a dye study revealed that aspiration was no problem. Additionally, injection of contrast medium and magnetic resonance imaging (MRI) of the catheter showed no anomaly, and the pump did not show an alarm. As of the date of the report, the device remained in service, replacement was planned, and the patient was alive with no injury. The pump was being used to deliver baclofen. It was further reported that the cause of the discrepancy remained unknown. As of (B)(6) 2014, it was noted that the previously reported dye study and MRI were performed at the date of the last refill (approximately 3 months prior to the date of the report). The reporter noted that it was probable that the pump had been replaced on (B)(6) 2014, but that, the patient¿s status, and the effectiveness of therapy was unknown. It was further reported that the pump was to be replaced on (B)(6) 2014 and returned for analysis. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Manufacturer narrative:
Analysis of the pump (sn (B)(4)) found no anomaly.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.